Event description:
During product evaluation, the batteries in this pump were found to be damaged. There was no patient injury or medical intervention necessary according to the hospital representative. No additional contact information is available.